Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed to be a use error. The patient clearly indicated that he switched bags while in therapy, using the same disposable set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During follow up on master complaint for a check heater line alarm, corporate product surveillance (cps) received a report from a home patient (hp) who said he had the alarm a second time and that time he did not want to waste all those bags by starting over so he just clamped and switched out the one bag with the small hole. The writer explained to start with all new supplies and not to switch out only one part. The hp said he resumed therapy and has not had any complications. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. During follow up, the hp's nurse said the hp had told her about the use error and assured her that he did it using sterilely. The nurse said that the hp's fluid has been clear and he has not had any intervention or problems since. The writer recommended review of proper procedures. No patient injury or medical intervention was reported.